Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) for evaluation. Visual evaluation was performed, the implant had signs of use with bone debris on its external threads. A fracture identified at the collar. Healing abutment did not cause or contribute to the event. Device history record (DHR) review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsv4b10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture : implant the customer did submit images for the reported event. The image revealed that the implant was fractured at the collar. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects an implant that is unable to resist long-term occlusal loading. Therefore, based on the pictorial evidence and visual evaluation, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that implant at tooth site 46 was placed on (B)(6) 2022 the crown was placed on implant. On (B)(6) 2024 patient came with loose crown. Doctor noticed the split between crown and implant. After repair crown was fixed again. On (B)(6) was the crown again loose and on (B)(6) 2024 doctor found that the implant was fractured. Implant has to be removed by surgeon and new one placed.

Event description:
Doctor reported that implant at tooth site 46 was placed on (B)(6) 2022 and on (B)(6) 2022 the crown was placed on implant. On (B)(6) 2024 patient came with loose crown. Doctor noticed the split between crown and implant. After repair crown was fixed again. On (B)(6) 2024 was the crown again loose and on (B)(6) 2024 doctor found that the implant was fractured. Implant has to be removed by surgeon and new one placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsv4b10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture : implant. The customer did submit images for the reported event. The image revealed that the implant was fractured at the collar. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects an implant that is unable to resist long-term occlusal loading. Therefore, based on the pictorial evidence and all available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b5: describe event or problem. G3: date received by manufacturer. Updated: 11 jun 2024. G6: type of report. H2: follow up type. H10: additional narrative. A supplemental report has been submitted to fix g3 information incorrectly reported on previous report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b5: describe event or problem. G3: date received by manufacturer. Updated. G6: type of report. H2: follow up type. H10: additional narrative. A supplemental report has been submitted to fix g3 information incorrectly reported on previous report.

Event description:
No further event information is available at the time of this report.